Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. A quote for replacement of the control board was submitted to the customer but not accepted at this time.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.